Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion set cannula bent events within past 2 months. The event occurred within 3 hours of insertion. The insertion site was at abdomen and thigh. The blood glucose level was 220-300 mg/dl. The customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 5 of 5.